Event description:
A healthcare facility in (B)(6) reported via our distributor that a connector was missing in four rt329 infant continuous flow breathing circuit kits. This was found before pt use.

Manufacturer narrative:
(B)(4). Method: the four complaint infant continuous flow breathing circuit kits were visually inspected. Results: the investigation revealed that an offset adaptor was missing from all four complaint circuit kits. A lot check revealed no other complaints of this nature for this lot number. Conclusion: as the kits were received unsealed, it is difficult to determine the root cause of the missing components. The breathing circuit package consists of a number of components grouped together during production. It is likely that the adaptors were omitted during the assembly process. Operating procedures are in place to assist the operators on the production line to correctly pack breathing circuits. A pack card detailing all components required is displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component circuit pack is accounted for. (B)(4).